Event description:
The reporter stated that the surgeon was inserting a visian icl (implantable collamer lens) model micl 12.6mm and the lens flipped upside down as it was unfolding in the eye. The surgeon tore the lens with the forceps when pulling it out of the eye with no incision enlargement or suture. The surgeon put in a back up lens. No patient injury.

Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints within the search and there were no similar complaints.